Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #0 and the #1 keys to be inoperable caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump experienced "the '1' key doesn't work- no output" in the medical surgical care area at start up. Any patient involvement, injury or medical intervention is unknown.